Event description:
Patient presented with patella tracking issues. Doctor revised the femur and changed to a ps construct.

Manufacturer narrative:
An event regarding malposition involving a triathlon femoral component was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of provided medical records with a clinical consultant indicated: "I have reviewed the documentation provided for the product inquiry summary and an ap and lateral tka x-ray. Event description: patient presented with patella tracking issues. Dr. (B)(6) revised the femur and changed to a ps construct. The ap and lateral x-rays show a pressfit tka in anatomic position without evidence of mechanical complication. Mal tracking patella and subsequent revision cannot be confirmed from the documentation provided. A sunrise view knee x-ray would demonstrate proper or improper patella tracking. Unfortunately this was not available. Should further documentation become available I would be happy to further this investigation." -product history review: a review of the device history records could not be performed as lot code information was unknown. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. A review of provided medical records with a clinical consultant indicated: "I have reviewed the documentation provided for the product inquiry summary and an ap and lateral tka x-ray. Event description: patient presented with patella tracking issues. Dr. Klibanoff revised the femur and changed to a ps construct. The ap and lateral x-rays show a pressfit tka in anatomic position without evidence of mechanical complication. Mal tracking patella and subsequent revision cannot be confirmed from the documentation provided. A sunrise view knee x-ray would demonstrate proper or improper patella tracking. Unfortunately this was not available. Should further documentation become available I would be happy to further this investigation. "Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient presented with patella tracking issues. Doctor revised the femur and changed to a ps construct.